Manufacturer narrative:
Device evaluation and inspection found the acoustic lens (pink probe) was damaged. Deep scratch which reaches the glue layer was noted. The customer reported issue of "pierced probe" was confirmed. In addition, the following findings during device inspection were noted: due to wear of forceps elevator ( fe) lever, the up/down (u/d) knob cannot be locked securely. Forceps channel port is dirty. Plug unit is deformed. Due to clogging of nozzle, water removal ability does not meet the standard value. The clogging could be removed. Distal end is deformed. Adhesive around lg lens has discoloration. Adhesive on a-rubber has wear. Connecting tube has a buckling. Connecting tube has a cut. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of ¿change of the seal ring and pink tip of the eus scope which is pierced¿. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the probe unit was damaged (deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating was noted). This report is being submitted for the damaged probe unit of the device, which was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to users handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.